Event description:
It was reported that the transmitters electrical cord burned along with electrical power outlets after two power poles fell outside the patients home. The transmitter was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.